Event description:
It was reported that during a therapeutic hysterectomy procedure, the tip of the device probe broke off but did not fall into the patient. The procedure was converted from videolaparoscopy to open surgery; however, this change was unrelated to the device failure. The conversion was necessitated by the patient's condition¿the uterus was too large and occupied the entire abdominal cavity. The procedure was prolonged by approximately 30 minutes to replace the damaged probe with another device to finish the procedure. No patient harm was reported in association with this event.

Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reported probe tip breakage could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.